Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer was reusing the cartridge. Customer declined to reload the cartridge and to troubleshoot further with tandem technical support. The customer's blood glucose level was not reported.